Manufacturer narrative:
Device analysis: cylinder malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold. Cylinder had buckling folds. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction additional information: further information was reported that the patient experienced fluid loss and inflation issues, device code.

Event description:
It was reported that the patient experienced right cylinder puncture with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new right cylinder was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the patient experienced fluid loss and inflation issues.

Manufacturer narrative:
Additional information: event: further information was reported that the patient experienced fluid loss and inflation issues, device code.

Event description:
It was reported that the patient experienced right cylinder puncture with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new right cylinder was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the patient experienced fluid loss and inflation issues.

Event description:
It was reported that the patient experienced right cylinder puncture with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new right cylinder was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.